Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, hospital/medical personnel realize that the diuresis of the patient is low 300 ml on 12h. Physician was notified, and asked if the catheter was blocked and asked medical personnel to unclog it and succeeded since a few minutes later 1800 ml of diuresis is counted. This phenomenon was observed several times with the same batch on different patients who did not have predispositions (lithiasis, renal insufficiency, haematuria). Pharmacy by telephone on (B)(6) 2017: arrived 4 or 5 times on different patients, 1 patient in bladder globe but not long, no clinical consequences. The catheter was successfully unstuck and is still in the patient.